Event description:
A call was received through technical services reporting device at eol (end of life) and the caller wonders if eol was a 'little early'. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.